Event description:
Notified by facility that opioid tolerant patient experienced overinfusion of hydromorphone (date unknown). Patient was to receive high concentration hydromorphone. When programming the infusion, user incorrectly chose regular strength concentration rather than high concentration, resulting in overinfusion. Patient became somnolent and was given unknown dose of narcan with good response. Patient was post-op and was uncomfortable after narcotic reversal, but otherwise had no adverse effect. Serial number, event logs and further details of event requested for investigation. Hospital safety director states facility has done own internal investigation and identified root cause, and does not need or desire any further investigation from cardinal health. States they have re-educated nurses about importance of choosing proper concentration when programming pca, and are considering data set changes that would minimize this risk.

Manufacturer narrative:
Patient information requested and all available information is included.